Event description:
The surgery center reported that a laser vision correction patient experienced visual acuity loss; therefore, an enhancement procedure was performed. The vision loss was discovered through follow up when the surgery center had requested credit on treatment cards that were used for enhancements on 2 patients. Initially, the surgery center indicated there was no loss of vision reported, however, through follow up, the surgery center indicated the initial treatment on (B)(6) 2014 did not produce 20/20 vision as expected, hence an enhancement procedure was performed on (B)(6) 2015 and a customvue lasik enhancement on (B)(6) 2015. The surgery center was not able to provide pre and post-operative visual acuity measurements. The surgery center stated they did not suspect the amo laser system contributed to the event and had only reported a request for credit on the treatment cards. This is two of two reports.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.